Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. The patient said there was fluid on the floor, but the origin of the fluid was unknown. There were multiple alerts of make sure hb is on ht which were encountered during fill 4. The technical services representative was able to help get patient back to dwell 4 with a new set up. In a follow up, the patient's daughter verified the event and said there was no harm, intervention or adverse event associated with the fluid leak. The patient was able to determine that the fluid seems to leak from the cassette after removing it from the cycler. The patient let the cycler dry out and has resumed using it with new supplies with no further issues. The cycler set is not available to return.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. The patient said there was fluid on the floor, but the origin of the fluid was unknown. There were multiple alerts of make sure hb is on ht which were encountered during fill 4. The technical services representative was able to help get patient back to dwell 4 with a new set up. In a follow up, the patient's daughter verified the event and said there was no harm, intervention or adverse event associated with the fluid leak. The patient was able to determine that the fluid seems to leak from the cassette after removing it from the cycler. The patient let the cycler dry out and has resumed using it with new supplies with no further issues. The cycler set is not available to return.